Event description:
Tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by instructing them to remove the cartridge and deliver a bolus, which completed successfully. Despite initial difficulty reloading the original cartridge, technical support helped the customer load a new cartridge successfully, allowing them to resume insulin therapy, and the issue was resolved.